Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with minor scratches on reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a motor error alarm during priming. Customer did not recall any significant events leading up to the error alarm. Review of the insulin pump's alarm history showed that an additional error alarm was returned. Blood glucose level was 127.8 mg/dl at the time of the call. No further information was provided.